Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the internal suction tubing was slightly kinked. The tubing was straightened. It was further noted that the lid of the canister was not properly sealed with the jar. The lid was reseated.

Event description:
The hospital reported that the suction was weaker than expected. There was no report of patient involvement.